Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had cracked on bottom front left. The insulin pump was dropped accidental. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.